Manufacturer narrative:
Per the customer, the device sample was discarded and will not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the patient found liquid leakage at the extension tube in late (B)(6) . The patient clamped the tube by himself without going to the hospital and got peritonitis. Two days later, the patient went to the hospital and was treated with cephalosporins in dialysate.